Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, reported that trailing haptic could become caught between the plunger while part of the lens was already in the capsule. Trailing haptic was described as not neatly tucked. Additional information had been requested. There are four medical device reports associated with this complaint. This report is 1 of 4.